Event description:
It was reported that the universal reciprocating saw attachment had rust on the formation equipment connection of the adapter. There was no pt harm or delay reported.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.